Event description:
Per the audiologist's report, this pt has five open circuited electrodes that progressively failed over time. This child's parents decided the device shouldbe explanted and a new device reimplanted. Surgery will be performed in the near future (date not scheduled).